Manufacturer narrative:
The customer reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). (B)(4). Patient or user involvement: no, patient or user harm: no. Case description: tech called in for help on 8110 unit serial # (B)(4).tech having several issue with syringe unit after being drop, before call in he had replace the front case w/keypad and the now the barrel clamp is having issue also, tech will send unit in for repair confirm level one & level two quote and what both level would cover. Ref: (B)(4).